Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as it was requested but not returned by the hospital; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip revision of non zimmer biomet products, the surgeon stated he went to remove the distal stem trial 13x150 with the black handle inserter/extractor handle. While backing it out, the threads on the black handle broke off flush inside the stem trial. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as it was requested but not returned by the hospital; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip revision of non zimmer biomet products, the surgeon stated he went to remove the distal stem trial 13x150 with the black handle inserter/extractor handle. While backing it out, the threads on the black handle broke off flush inside the stem trial. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, e4, g2, g3, g6, h2, h3, h6, h10 visual examination of the provided pictures identified the end of the inserter has fractured. The handle shows signs of impaction and wear. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.